Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was leaking from an unspecified location. The leak was discovered during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed which revealed the tube was cut. Functional testing was performed which revealed the set leaked at the level of the cut tube. The reported condition was verified. The cause of the condition was determined to be that the tubing was cut by the packaging machine during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.